Manufacturer narrative:
Corrected field : e3. Updated fields: b4,d8, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. A getinge field service engineer (fse) replaced the power supply (0014-00-0033-05). Unit tested to specification and returned to customer.

Event description:
It was reported that before use, cs300 intra-aortic balloon pump (iabp) device won't boot up (power up failure). There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.